Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The lesion was located in the calcified and tortuous left anterior descending (lad) coronary artery. The physician experienced resistance with the 2.25mm x 15mm maverick2 monorail balloon catheter, but the procedure was completed with this device. During removal of the catheter from the patient, the catheter "broke inside of the guide catheter. According to the customer, "the catheter broke apart at the end where the hypotube and the soft tubing are welded together, about 10 cm to the distal end of the catheter". This occurred outside of the patient, but while the device was still inside the guide catheter. No patient complications were reported. Patient status is reported as "fine."